Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker recorded code 1003, which states that the voltage is too low for projected remaining capacity. Also, this pacemaker recorded a rcd (red call doctor) icon for the code 1003. It was reported that a request was made to have data from this device analysis. Data analysis identified potential high impedance within the battery. Technical services (ts) recommended to continue to monitor the patient until telemetry was disabled. Once disabled, ts recommended device replacement. This pacemaker didn't complete a full interrogation at the time the rcd was recorded. However, ts was able to troubleshoot and successfully connect the communicator. Ts referred the patient to their health care professional (hcp). This pacemaker remains in service. No adverse patient effects were reported.